Event description:
Complainant alleged that during the biomedical dept's routine testing and preventative maintenance, the device would not allow manual mode to be accessed. The device's key switch rotates 360 degrees. The complainant indicated that there was no pt involvement in the reported failure.